Manufacturer narrative:
Patient weight was not provided for reporting. Additional device codes: hsz, gfa, gff. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent a navicular fracture procedure. During the procedure, a drill bit and a guide wire broke inside the patient. The surgeon did not attempt to retrieve the fragments; the fragments remain in the patient. One 3.0 headless compression screw was implanted. The surgery was completed with no delay. The patient outcome was reported as fine. This report is for one (1) 2.0 mm cannulated drill bit/qc 150 mm. This is report 1 of 2 for (B)(4).